Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that cartridge compartment was cloudy/misty because insulin had leaked from the cartridge. No adverse event alleged. Device not available for return. Lot not provided.